Event description:
It was reported that the patient had ineffective therapy due to high impedances on their leads. Surgical intervention was undertaken and the leads were explanted and replaced.

Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.